Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1200 mg/dl. The customer was treated with bolus with lantus. The customer also stated that they did allege insulin pump was under delivering. The customer had gone to emergency room for treated high blood glucose. The customer was performed self test and it was passed. The insulin pump will be returned for analysis.